Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that during the procedure, while establishing final arm angle (efaa), the clip started to open. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. While establishing final arm angle (efaa), the clip started to open. The clip was brought back down and efaa was tested again and the clip held. Therefore, the clip was deployed successfully, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.